Event description:
The customer contacted stryker to report that their device does not power on. The device is not reacting to the lid opening. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and was able to verify reported issue. The cause of the reported issue was determined to be due to faulty lid reed switch, sw5. The customer's device was archived by stryker. The customer has been provided with a replacement device.

Event description:
The customer contacted stryker to report that their device does not power on. The device is not reacting to the lid opening. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.